Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices malfunctioned; not firing properly. A third device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Bent advancer. Additional information was requested and the following was obtained: what type of procedure was being performed? Lap chole. Please explain what is meant by the devices malfunction; not firing properly? No clips came out. What type of procedure was the device used in? Lap chole. What is the first name of the surgeon? (B)(6). Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No clip would advance. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Unknown what was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that one el5ml device was received with the tissue stop out of position. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the advancer was noted to be bent, causing the tissue stop to fall from the instrument; after that, the device was cycled and the clips did not fully advance into the jaw due to the advancer condition. During testing, the anti-backup feature was noted to be non-functional, the device was disassembled and the ratchet pawl was noted damaged, which is an indication of forcing the trigger open when the anti-backup has engaged; please note this condition is not related with the reported complaint. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.